Manufacturer narrative:
Date sent to the FDA: 06/26/2020. Additional information was requested, and the following was obtained: date of the index surgical procedure? On (B)(6) 2019. Please clarify what is meant by ¿desaturation of deep plans¿? The word "desaturation" is a mistake. There was the suture failure of deep plans. What is physician¿s opinion as to the etiology of or contributing factors to this event. The physician thinks that problem is due to the wire preservation by the supplier or a production defect of a certain lot / lots. Attempts are being made to request more additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by ¿suture failure of deep plans¿? What was the appearance of the suture 10 and 50 days post-op? Was any medical or surgical intervention provided for the patient dehiscence? If yes, please describe. If yes, what was the date of surgical intervention? What is the patient¿s current status? Is the lot number available? Will the device involved in the event, or unopened representative samples from the same lot, be returned for evaluation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was obtained: what was the vicryl plus thread used for, in which tissue? -- vicryl plus was used to suture the tendon components and the deep subcutis, in a patient underwent knee prosthesis surgery. What exactly happened with the suture, what is the complaint reason? -- there was the wound rupture along the surgical incision. Please check and confirm the selected product code vp2401. -- the product code vp2401 is a mistake, we don't know the proper product code, but it is an ethicon device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, weight, bmi at the time of index procedure date of the index surgical procedure? On what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please clarify what is meant by ¿desaturation of deep plans¿? What tissue dehisced? Was any medical or surgical intervention provided for the patient after wound dehiscence 10 days after surgery? If yes, please describe. Was any medical or surgical intervention provided for the patient after total wound dehiscence 50 days after surgery? If yes, please describe. If surgical intervention was provided, please advise date. If surgical intervention was provided, what was the appearance of the vicryl plus suture? Product code and lot number. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? It was reported ¿these two cases are similar to other colleagues cases that happened in the same period for hip and knee prostheses.¿ are there other cases involving an ethicon device for hip and knee procedure? If yes, were these complaints previously reported? Please provide complaint numbers.

Event description:
It was reported that the patient underwent knee prosthesis surgery in (B)(6) 2019 and suture was used to suture the tendon components and the deep subcutis. After 10 days from the surgery, the patient presented wound dehiscence without infection (performed swabs), where there were the desaturation of deep plans. After 50 days, there was total wound dehiscence and the wound ruptured along the surgical incision. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/24/2020 additional information: d8, e2 additional information was requested, and the following was obtained: - no additional detail at the follow up questions. Please describe what is meant by ¿suture failure of deep plans¿? What was the appearance of the suture 10 and 50 days post-op? Was any medical or surgical intervention provided for the patient dehiscence? If yes, please describe. If yes, what was the date of surgical intervention? What is the patient¿s current status? Is the lot number available? Will the device involved in the event, or unopened representative samples from the same lot, be returned for evaluation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.